Event description:
It was reported that the advance sling was not working. It was noted that the sling had slipped, and the incontinence returned. A surgical procedure was performed to implant a new artificial urinary sphincter (aus). There were no additional patient complications reported.